Event description:
The nurse involved in the incident described the occurrence as follows: a phlebotomist disposed of a 6cc needle/syringe into the sharps disposal container. The nurse had three needle/syringes she needed to dispose of. She placed her first needle/syringe into the lid/door and 'flipped' the lid/door to complete disposal. Reportedly, somehow her needle/syringe went into the container at the same time the needle/syringe the phlebotomist had disposed of came out of the container. Reportedly, the nurse rec'd a needlestick to her right arm from the needle/syringe the phlebotomist disposed of.